Event description:
Facility reported to sales rep that a patient allegedly complained of pain and swelling at the insertion site. Powerglide was reportedly inserted in the patient's forearm. Facility stated that doppler indicated the presence of thrombus. They reported that the patient was receiving IV phenergan through the device and that they removed the powerglide and placed another device in the upper arm. (B)(6) 2015 - per facility contact, at the time of discharge from the hospital, (B)(6), the patient was reportedly receiving lovenox injections for the thrombus that formed based upon the reading from ultrasound exam obtained.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reza0107 showed no other similar product complaint(s) from these lot numbers.